Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not been yet received. A review of the device history record is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock that reportedly leaked an unspecified fluid/infusate. The facility will no longer use this device because of the leakage issue. The total affected product amount was 3 cases and they have requested credit. There was no report of any human harm.

Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.